Event description:
A customer reported having high readings on his medisense optium blood glucose meter. He also reported, he took fast acting insulin to bring the blood glucose down and then he lost consciousness. It is unk, the symptoms the customer experienced. The paramedics were called and gave him a shot of glucose medication to counteract the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.